Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6 (type of investigation, component codes, health effect - impact codes), h10. H11. Corrected fields: d4 (model #) e1 (event site address), h4, h6 (health effect - clinical code, medical device - problem code). Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period mar 2019 bthrough feb 2021 was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. To solve the problem. The stm replaced the touchscreen display. Device passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that before use, the touch screen in the cardiosave intra-aortic balloon pump (iabp) had issues. There was no patient involvement, and no adverse event reported.